Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation the instrument's pitch cable was broken at the wrist. The cable segment that contains the crimp remained installed in the clevis. The clevis did not exhibit any damage or wear marks.

Event description:
It was reported that during a da vinci si hysterectomy procedure, the maryland bipolar forceps instrument stopped working. Reportedly, one wire on the instrument was broken. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.